Manufacturer narrative:
Corrected information provided in sections b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. System stopped working because of system error message. Hence this report does not meet criteria for reporting based on applicable medical device regulations. No further reports will be scheduled under mfg report num: 2028159-2025-00031. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that during surgery, an ophthalmic system displayed system message (sm) and system stopped in middle of surgery. Procedure details and patient impact have not been provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).